Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, shaft kink and crossing difficulties occurred. Vascular access was obtained via femoral artery. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending(lad) artery. Initially, rotablation was performed with a 1.5 and 1.75 burrs then performed ivus and followed by predilation of the lesion. After predilating, a 2.75x16mm promus element drug eluting stent was advanced but failed to cross the lesion and a kink on the catheter shaft was noted. The lesion was predilated again and the procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination of the device noted stent damage. Struts at both the distal and proximal edges were stretched and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/ or procedural factors. (B)(4).